Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the system, confirmed that the screen was working, and it seems that a reboot did help fix the issue, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pharmacy staff observed that the touchscreen was not responsive in multiple areas of the device. A hard reset was performed; however, the issue persists. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.